Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that following an intraocular lens (iol) implant procedure, a serious injury and hospitalization occurred. The iol is available for return to the manufacturer and the event occurred one month following the initial procedure, which would indicate the iol was removed. Additional information was requested.